Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-apr-2016, fse arrived at the site to replace the detector and worn wash probe. Controls for ckmb and troponin were ran and were noted to be in range. No further action was required by fse. The most probable cause of the reported event was due fault/failure of the detector.

Event description:
On (B)(6) 2016, the customer reported ongoing calibration issues with ctn12 with their a1a-600ii analyzer. The customer reported having recently had preventative maintenance completed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, ctn12, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.